Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received four inappropriate shock therapies from their implantable cardioverter defibrillator, due to rate responsive behavior of the device and pseudo-pseudo-fusion in the presence of a slow vt. The device was reprogrammed to address the inappropriate shocks. The patient was in stable condition.